Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure to treat pseudoarthrosis following an osteoporotic compression fracture. The procedure was completed without any problem, and the patient was relieved from pain immediately post-operative. "Approximately 24 hours post-op, the patient started to complain of pain, and it was confirmed that the bone cement had migrated anteriorly". The patient refused a revision surgery. Conservative treatment was provided. No further complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.